Event description:
Prior to placement of catheter the clinician attempted to measure and cut the catheter to length. During the measurement the clinician noticed that the inscribed 1 cm radio-opaque markings began to shorten near the end of the catheter. The clinician noted that the marks were shorter at the 10cm mark and that the 20cm mark was 0.5cm shorter than the scale's 20cm mark. The clinician exchanged for another PICC line that indicated correct markings. New catheter trimmed and placed.